Manufacturer narrative:
The device was returned to masimo for evaluation. The device is currently undergoing evaluation but has not yet been completed.

Event description:
The following was reported by the customer: "the device is giving an spo2 reading of 80% when it is connected to a pronk simulator st at 99%."